Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, and the user elected to monitor the issue rather than proceed with a replacement after receiving troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user interview and technical support review. Investigation of this case revealed an intermittent device control input issue consistent with a potential user interface hardware malfunction localized to the sleep/wake button, with no confirmed systemic device failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional information or device evaluation.